Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with insulin pump errors. The blood glucose was 125 mg/dl at the time of the incident. Customer was unable to clear alert and they are not able to rewind the insulin pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch.